Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged, service code 204, belt/monitor unusable) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was corroded inside of the therapy electrode, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the corroded cable was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient had a damaged electrode belt connector, was receiving service code 204 messages (belt/monitor unusable), and "add gel" messages without prior gel release.